Event description:
It was reported that during an l.a.v.h. Procedure, the device was fired across the ip ligament. The device fired an incomplete staple line. Hemostasis was controlled by bi-polar. Another device was opened and the procedure was completed without pt consequence.